Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: stockert 70 system model# m-5463-01 serial# (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrioventricular reentrant tachycardia ablation procedure for supraventricular tachycardia with an ez steer navigational ds birectional electrophysiology catheter and suffered a heart block requiring temporary cardiac pacing wires. During the procedure, heart block was identified at the level of the atrioventricular node and patient received temporary pacing. Heart block resolved prior to patient leaving the procedure room. Patient was reported to be in stable condition at the time of report. Patient did not require extended hospitalization as a result of this event. Patient fully recovered with no residual effects and was released the following day per usual. Physician's opinion regarding the cause of the event is that the catheter may have migrated slightly toward the bundle of his.